Event description:
Our rep is reporting that during an arthroscopic shoulder repair, 2 separate shavers malfunctioned. Because of the alleged malfunction, the surgeon switched from an arthroscopic repair to a full open repair, which added an hr to the completion time. The procedure was concluded successfully without further incident or issue to the pt. [See also associated MDR 1221934-2007-00038].

Manufacturer narrative:
Nothing has yet been received for evaluation. When the device is received, it will be subjected to a failure analysis and the results of that investigation will be the subject of the follow-up report.